Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was low vacuum. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system built insufficient vacuum. The company service representative examined the system and the reported event could not be replicated. The system was then tested and met all product specifications. The system was manufactured on december 15, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).